Manufacturer narrative:
The product associated with this report has not yet been explanted, so it is unavailable for return. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis when or if it is explanted. Visual examination may confirm or determine another connector type associated with this report. No add'l info has been reported to inamed regarding the serial number or the explant date.

Event description:
Reported by pt as open wound at port site. Pt reports incision will not heal and is oozing, but does not appear infected.